Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 700 mg/dl. Customer experienced diabetic ketoacidosis and was hospitalized for 2 weeks. Customer attempted to fill the tubing however insulin came out before the piston reached the bottom of the end of the infusion set. Customer advised they had a bent cannula due to high blood glucose levels. Customer advised they were wearing the insulin pump at the time of the emergency room visit. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime anomalies were noted. No cosmetic damage noted.

Manufacturer narrative:
The pump passed the delivery accuracy test.